Event description:
It was reported that the cartridge was leaking. There was no reported adverse impact to the customer's blood glucose level due to this reported issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.